Event description:
The reporter stated that the unit will not run. It would deliver for a while and then stop. The reporter indicated there was no indication from the clinician if the unit alarmed or not. The reporter speculated that the physical damage (cracked syringe plunger and missing saddle) caused it to stop. Further information was not available. No patient injury or treatment was associated with this event.